Manufacturer narrative:
Batch record review of lot c120 was conducted. There were no conformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, pressure dome membrane leak and no trend was detected for this complaint category. Capas (B)(4) have already been initiated to investigate pressure dome membrane leaks. A review of lot c120 shows no trends. The kit was not returned for evaluation. Photos were received; however, analysis of the photos is still in progress at the time of this report. This assessment is based on information available at the time of the investigation. A supplemental report will be filed when the photo analysis is complete. (B)(4).

Event description:
During css visit on site on september 5, customer mentioned an incident that occurred on (B)(6). When removing the kit after a finished treatment, nurses discovered a leak under the return pressure dome membrane. The leak was not observed during treatment. It was reported that nothing strange was observed during the treatment and the patient had already left when they discovered the leak. The patient was reported to be fine. Nurses confirmed that the tubing segments were removed before the pressure domes were removed; they always do the pressure domes last. Reporter, head nurse, thought that the event already had been reported, therefore, no further information was provided. No other patient data was reported. No service order was generated. Photos were returned for investigation on (B)(6) 2014.